Event description:
At time of compounding, a fine line hair like particle was discovered. The fine line particle is approx 3/4" in length and moves as the plunger is moving up and down. Further analysis under microscope by dr's and our pathology department confirmed the hair like particle inside the syringe was a hair.manufacturer response for syringe 3ml ll, monoject (per site reporter).======================product was picked up by company rep and returned.